Event description:
It was reported that the device exhibited unexpected longevity and lasted just over 3 years. The device was explanted and replaced. In addition, it was reported that the left ventricular (lv) lead exhibited high threshold. The lv lead remains in use due to the patient not being able to endure the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d274trk, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2010; product ID 694765 implantable tachy lead, implanted: (B)(6) 2010; product ID 459245, implantable pacing lead, implanted: (B)(6) 2000. (B)(4).